Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 800 mg/dl with vomiting and a heart attack. The customer attempted to self-treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on (B)(6) 2023, however sustained damage to the heart, esophogus and had pneumonia. During a systems check with tandem technical support (tts) the pump was functioning as intended. Reportedly, the customer was using supplies for longer than the recommended 48-72 hours, tandem technical support educated the customer this is considered off label use.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.